Manufacturer narrative:
The device was returned for evaluation and based on the review the explant appeared intact, with no breaks or disconnects detected in the stent wires, and no tearing of the graft material. There was no evidence of pathogenic organisms when reviewing stained histologic sections. Clinical assessment determined that the patients anatomy was off label, and was the likely root cause of the infection. There were no product issues identified in the event. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause was not related to the device.

Event description:
It was reported that 2 months post-implant of a bifurcated device (ref to MDR # 2031527-2013-00277) and infrarenal aortic extension, the pt presented with an infection in the stent grafts. Reportedly, the physician converted the pt to open repair and treated the pt with a dacron graft. It was reported that the pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.